Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the up button had not been functioning, and then the infusion device was exposed to water and the display turned black, the infusion device stopped responding, and the check button stopped functioning. Further, the protective rubber on the up button has come off. No adverse event was reported. The alleged product was requested for evaluation.